Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reports lancet protrudes beyond the end cap of the softclix device. Caller states at one point he used the lancet and "hurt his finger." No details about the incident were provided. No accidental stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.